Event description:
It was reported that the customer was in the hospital when he received three failed battery test alarms from his insulin pump. The customer's blood glucose level was 300 mg/dl. The customer's blood glucose levels were high because he was on steroids. Standard troubleshooting was performed. A failed battery test alarm did not occur. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).